Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Details have been requested from the field regarding the event resolution and potential explant procedure for this device, but at this time, no further information is available. Currently, this s-ICD remains implanted and in-service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. The s-ICD was disposed of at the hospital and is not expected to be returned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Details have been requested from the field regarding the event resolution and potential explant procedure for this device, but at this time, no further information is available. Currently, this s-ICD remains implanted and in-service. No adverse patient effects were reported.